Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. It was noted that the leads were malfunctioning due to fracture and that the fracture was due to an unrelated motor vehicle accident. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was involved in a car accident and one of the leads was damaged. An x-ray revealed migration of the right lead with potential twist of lead near anchoring point and lead fracture. The patient was administered medication and will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Event description:
A report was received that the patient was involved in a car accident and one of the leads was damaged. An x-ray revealed migration of the right lead with potential twist of lead near anchoring point and lead fracture. The patient was administered medication and will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information should have been checked. Additional information received indicated that no further information could be obtained from the clinical site regarding the other action taken to address the broken / fractured ipg.

Event description:
A report was received that the patient was involved in a car accident and one of the leads was damaged. An x-ray revealed migration of the right lead with potential twist of lead near anchoring point and lead fracture. The patient was administered medication and will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Manufacturer narrative:
(B)(6) 2016 (unknown) additional information was received that it was the right lead that had fractured. It was also reported that the patient¿s ipg was broken / fractured in (B)(6) 2016 and there was other action taken to address this. Additional suspect medical device components involved in the event: model#: sc-1132 serial#:(B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was involved in a car accident and one of the leads was damaged. An x-ray revealed migration of the right lead with potential twist of lead near anchoring point and lead fracture. The patient was administered medication and will undergo a revision procedure wherein the leads will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was involved in a car accident and one of the leads were damaged. X-ray was taken and showed lead fracture. The patient will undergo a revision procedure wherein the leads and ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. It was noted that the leads were malfunctioning due to fracture and the ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was involved in a car accident and one of the leads were damaged. X-ray was taken and showed lead fracture. The patient will undergo a revision procedure wherein the leads and ipg will be replaced. No device malfunction was suspected.